Event description:
It was reported that during pre-surgery, it was discovered that the motor device had an e4 error code. During in-house engineering evaluation, it was observed that the device had an e5 error code, the pins were pushed in and the thermistor failed. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had an e5 error code, the pins were pushed in and the thermistor failed. It was determined that the e5 error code was from the pin pushed back in the connector. The issue with the pin pushed back in the connector was from the connector not being properly aligned and forced into the female connector when plugged into console and pushed in the pin. This situation may have resulted in the e4 error. Therefore, the reported condition was confirmed. Furthermore, the thermistor failed because the component was cracked from sterilization process/immersion. Thus, the device showed signs of damage that was indicative of damage caused by the sterilization process/immersion during cleaning, which is failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.